Manufacturer narrative:
The promus select ous mr 32 x 2.50 mm stent delivery system was returned for analysis broken in 3 sections. The device was returned with the stent damaged on its entire length with struts from the distal to proximal region lifted and stretched proximally over the proximal balloon cone and part of distal shaft polymer extrusion. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break at 73 cm distal to distal strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrusion at 26.5 cm proximal to the distal tip with the corewire exposed. Additionally, multiple kinks and damages (stretches) were noted along the length of the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a stent dislodgement occurred. A percutaneous coronary intervention was being performed.vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion, with greater then 45 degree angle and less then 90 angle was located in the moderately tortuous and moderately calcified right coronary artery. Following predilation, this 32 x 2.50 promus premier select drug eluting stent was advanced against resistance and the stent became dislodged inside the patient. An attempt was made to remove the device but they were unable to, so the patient was transferred to another hospital. The dislodged stent was removed with a snare. The procedure was unable to be completed. No patient complications were reported and the patient status is stable.

Event description:
It was reported that a stent dislodgement occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion, with greater then 45 degree angle and less then 90 angle was located in the moderately tortuous and moderately calcified right coronary artery. Following predilation, this 32 x 2.50 promus premier select drug eluting stent was advanced against resistance and the stent became dislodged inside the patient. An attempt was made to remove the device but they were unable to, so the patient was transferred to another hospital. The dislodged stent was removed with a snare. The procedure was unable to be completed. No patient complications were reported and the patient status is stable.